Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low and then high . The customer¿s blood glucose was 500mg/dl at the time of incident. The customer reported that yesterday she got a change senor alarm with 15hour remaining. She applied a new sensor when she got home which warmed up but gave an alarm overnight and told her to change again. She tried third sensor which also gave a change senor alarm. The customer reported that she had dropped to 32mg/dl then got up to 52mg/dl then 97mg/dl then 495mg/dl. She declined to troubleshoot the sugar levels as she had noticed difficulties with set changes as well as being ill recently. The insulin pump will not be returned for analysis.